Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported right side no complaint against the device. Ultrasound showed "weak reflective lymph nodes, helium (+), even shape, thickness #3-6mm", and "lymph nodes type: lymphadenitis". The device was explanted.

Event description:
Healthcare professional reported right side no complaint against the device. Ultrasound showed "weak reflective lymph nodes, helium (+), even shape, thickness #3-6mm", "lymph nodes type: lymphadenitis", "infection nodes". The device was explanted.